Event description:
We received a report that there was a capsule collapse occurred while a zcb0000215 was being implanted. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
When the intraocular lens (iol) was returned to the manufacturer on 2/17/2015. It was indicated that a vitrectomy was performed. (B)(4). Visual inspection at 10x microscope magnification revealed that the lens has surface residuals (debris/particles) compatible with handling the lens in out of sterile environment. Based on the investigation no cosmetic defects related to manufacturing were found in the returned lens. Therefore, product meets visual inspection specifications. Manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.